Event description:
Customer reports that suture broke while tying the anastomosis. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9700750-00

Manufacturer narrative:
Samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. Broken pieces of suture were examined. The first piece was 18" in length. Three sites of deformation damage were observed along the suture at the non-needled end, which is consistent with damage from instrumentation. The non-needled end is blunt, compressed and notched on one side and appeared to have broken while bing compressed or flattened. The second piece was 17" in length and had one site of abrasion damage on the suture. Two sites of deformation damage were observed along the suture and at the non-needled end, which is consistant with damage from instrumentation. The non-needled end is blunt, notched and curled with the inside surface flattened suggesting the suture broke while pulled or wrapped around an unyielding structure. A third piece was 16" in length with four sites of deformation damage, consistant with damage from instrumentation. The end was blunt and slightly flared and characteristic of a cut end.